Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that on (B)(6) 2016, rv lead pacing impedance rose to 646 ohms and then returned to the trend in the 399-456 ohms range. Impedance rose again to 874 ohms on (B)(6) 2016. Analysis of the device memory also indicated that the rv lead integrity alert was triggered. The analyst noted that the warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Lastly, analysis of the device memory indicated oversensing due to non-physiologic signals/sic. The analyst noted that beginning (B)(6) 2016, ventricular sic counts were up to 442 and showed as non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient was experiencing a moderate "fluttering" sensation and presented to the clinic upon hearing alert t ones for high rv pacing impedance. It was noted that the right ventricular (rv) lead had triggered an rv tip to rv coil lead impedance alert approximately three weeks after implant. It was also noted that a rv bipolar lead impedance alert triggered again the following day. The patient's implantable cardioverter defibrillator (ICD) system was programmed off and the patient was given a wearable cardiac defibrillator vest. Approximately one week later, reproducible noise on the rv lead was identified while pulling on the lead at the device header. It was noted that the ICD grommet was not securely screwed down on the lead and the set screw was loose causing the lead noise. The rv lead was taken out of the header, reintroduced and the set screw was securely tightened. Both the rv lead and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.